Event description:
It was reported that the customer was hospitalized with high blood glucose of 600mg/dl. The customer had stomach pain and was throwing up, felt tired the day before the event, just lay down and had sore body the next day. The mother stated that the customer had a possible infection. They took an x-ray and cat scan and found a blood clot on the lung. The mother believed that the customer was not using the insulin pump properly and was eating anything he wants. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.